Event description:
It was reported that the guide wire could be put in and use another one to resolved. The catheter was blocked, and the wire could not be put in. As per the follow up information received on 03nov2023, the customer clarified that because of the catheter block, the guidewire could not be put in and they provided another set of catheters after that.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "inadequate material selection". The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the guide wire could be put in and use another one to resolved. The catheter was blocked, and the wire could not be put in.as per the follow up information received on (B)(6) 2023, the customer clarified that because of the catheter block, the guidewire could not be put in and they provided another set of catheters after that.